Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused chest pain, fatigue and loss of hearing. The patient did receive medical intervention and went to the emergency room. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously reported information in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleged chest pain, fatigue, and loss of hearing while using the device. Patient also alleged visualization of black particles in the tubing and chamber. Medical intervention was an emergency room visit. Concomitant heated humidifier information was provided. The device was returned to the manufacturer's product investigation laboratory for investigation. Device powered on without issue and provided airflow. Evidence of sound abatement foam degradation/breakdown was not observed in the base unit. Fine white dust contaminants were observed in blower box. Evidence of fluid ingress was observed on blower. Evidence of fluid ingress and mineral deposits were found within blower box. Fine brown dust like contaminants consistent with tobacco were observed in blower. Fine black dust like particulates consistent with keratin were found around blower seal. The device's downloaded event log was reviewed by the manufacturer and found one instance of error e-53 logged and two instances of error e-130. The manufacturer is unable to directly address the alleged symptoms or the complaint. The manufacturer confirmed there was no evidence of sound abatement foam degradation.